Manufacturer narrative:
Na.

Event description:
It was reported that this pt had lv loss of capture at all output settings. Pt was scheduled for lv lead revision. At the time of implant, on (B)(6) 2013, the physician placing the system attached a second 511211 lead to the lv and capped it in case of lead problems in the future. The operating physician was scheduled to open the pocket and cap this lead, s/n # (B)(4), and attach s/n# (B)(4), the lead that was in the capped state.